Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed as the right cylinder in the corpus cavernosum crossed out from the coronal sulcus. The reservoir remains implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed as the right cylinder in the corpus cavernosum crossed out from the coronal sulcus and through the skin. The reservoir remains implanted. No further patient complications were reported.